Manufacturer narrative:
(B)(4). Date sent to FDA: 10/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: urologist attempted to pass a cystoscope to look inside the bladder with a camera but found it difficult because there was a stone in the patient's water passage and feels there may be a mesh tape complication there. Procedure under ga is suggested 2019 - total removal of retropubic tape, repair of vagina and cystoscopy under ga.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: neuchatel team received for evaluation one photo of a tvt device (part of mesh). The lot number and product code of the device are unknown, therefore, the review of the batch record cannot be performed. The received device was manipulated and explanted as original packaging and all components were missing. Only the remaining part of the mesh in several pieces was visible with lot of organic matter around. The complaint cannot be confirmed with the photo received.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that a patient underwent a gynecological procedure for stress incontinence on an unknown date in 2002 and the mesh was implanted. It was reported that the patient experienced infections and pain after the implant and was taught to self catheterize. The mesh was removed on an unknown date in 2019. It was also reported that the patient is having kidney trouble with stones and infection. No device will be returned.